Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station keyboard had failed to type in patient names. A technical support specialist reinstalled the keyboard driver to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the keyboard failed, preventing the nurse from entering patient names. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.